Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device was discarded and was not returned, so an evaluation could not be performed. The cause is unknown.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device was implanted on (B)(6) 2012. On an unknown date in (B)(6) 2012, the patient went for a second opinion with another surgeon and realized that the device had broken and dislodged from its original location. A revision was performed with a transforaminal lumbar interbody fusion using a competitors implant. The synthes implant was removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date, (B)(6) 2012. Awareness date incorrectly reported in initial mw. Updated contact name.